Manufacturer narrative:
Implants were not returned for evaluation. Device is being held by the surgeon. Charite is approved for insertion at l4-s1. The fusing of adjoining levels goes against the recommendations made in the surgical techniques as well as the information supplied at the time of surgeon training. No connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Charite was implanted in 2006, at l4/5 as part of "hybrid" construct with anterior interbody fusion of l5/s1 using synthes atb. Surgeon reported, that the patient developed bilateral pedicle fractures at l4 resulting in anterior migration of the charite. Surgeon revised to remove the charite and replace with interbody fusion of l4/5.